Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is a possibility that the switches on the front panel did not work due to a failure of the switch on the front panel or the cm board that controls the front panel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following: the device has not been repaired in the past year. The endoscopic image displayed on the monitor screen was dark and the led did not light, due to the printed circuit boards failure. The event reported by the user that the endoscopic image was not displayed could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed on startup. The device was used in combination with the olympus camera head otv-s7h-1d-l08e. The user replaced the device to another device and completed the intended procedure. Olympus then inspected the device at the service department of olympus (B)(4) and found that the switches on the front panel did not respond due to the printed circuit board failure. There was no report of patient injury associated with the event.